Event description:
This hand-held plier type instrument is used to cut small metal parts that are used to repair bone fractures in an orthopedic surgery. While cutting a wire ring of the screw towers, a piece of the cutting blade separated from the distal tip of the pliers. There was 5 to 10 minute delay in surgery to remove all pieces from patient. There was no injury to the patient and the patient is doing well. This is not a ctl produced part. This is an off-the-shelf part purchased for ctl commerical use. They are being made aware of this incident with the submission of this report. Reason is indeterminate: we speculate there was misuse, when the plier tips are not perpendicular to the cutting subject, it may induce undesired force that can render into a fracture after repeated use.